Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). The patient's attorney did not make any allegations regarding the implanted two (2) unspecified bard/davol soft mesh devices. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). On (B)(6) 2016: the patient underwent surgery for implant of two (2) unspecified bard/davol bard soft mesh. The patient is only making a claim for an adverse patient outcome against the ventrio st (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."